Event description:
The rigid arm broke off from the pivot point right above the main master control when the hygienist was trying to position the unit for an x-ray.

Manufacturer narrative:
There was no user or patient injury with this event. An inspection was performed by the dealer technician indicating a crack in the casting where the arm attaches to the unit.

Manufacturer narrative:
The manufacturer's evaluation of the horizontal arm from the x-ray unit found that the bushing casting cracked at the end where the pivot shaft is inserted into the master control. When the articulated arm with the tubehead was extended for use, the crack caused the angle of the horizontal arm to drop down. This then caused the articulated arm to swing out and fall down.